Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement. A possible infection was suspected and subsequently the patient was placed on a 6 week course of antibiotics (type not reported).